Event description:
During cardio-thoracic surgery, the patient was on the heart/lung pump. The perfusionist was asked to decrease the flow. When she was asked to turn the flow back up, the speed knob on the centrifugal pump console failed to increase the flow and the rpm's (speed) to a regular level. The pressure stayed at zero. All connections were checked. The pump was turned on and off and it resumed normal operation. A fibrin clot formed in the venous reservoir, obstructing the outflow. The reservoir needed to be changed during the case.